Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the physician removed the reservoir due to the location being too close to the patient's bladder. The reservoir was replaced with a new one and connected to the existing pump and cylinder.